Event description:
It was reported that the hemostatic valve would not open, and the balloon was unable to be advanced. The valve was opened with a surgical instrument, and the balloon was advanced successfully. The case was completed successfully, and there were no adverse patient consequences.